Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, review of field data and review of specificity testing results. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Clinical specificity was reviewed in the prism metrics database through review of initial reactive (ir) and repeat reactive (rr) of the total donor population which comprises both serum and plasma samples. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) hiv o plus results on the prism analyzer. The following data was provided: sample: (B)(6), tested on (B)(6) 2018. Hiv lot # 87089m500, (B)(6) and tested on prism (B)(4), repeat (B)(6) and tested on prism (B)(4), (B)(6) testing was (B)(6). Per the package insert: repeatedly reactive results indicate the presence of anti-hiv-1 and/or anti-hiv-2 by the criteria of the abbott prism hiv o plus assay. There was no impact to patient or donor management reported.